Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e411 disk. The reporter stated that a consultant advised the rerun of the patient sample. The initial result was <5.0 pg/ml. The repeat result was 2241 pg/ml.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer. He cleaned the sample and reagent probes and found the water quality out of specifications. Product labeling states "daily maintenance complete the actions below every day. Cleaning the sample and reagent probe." The investigation determined the event was due to user maintenance.